Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section h6 device codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation (a fib), a versacross access solutions kit, non-boston scientific diagnostic catheter, non-boston scientific sheath, and farawave catheter were selected for use. It was reported that during the procedure, the physician utilized intracardiac echocardiography (ice) to see the presence of a trace pericardial effusion prior to performing the transseptal puncture (tsp). The physician then performed an ice guided tsp with a versacross access solutions kit. No change in effusion noted. The heart was mapped with a non-boston scientific diagnostic catheter, and the physician noted left superior pulmonary vein (lspv) and left atrial appendage (laa) were extremely close. As soon as the non-boston scientific diagnostic catheter was removed, prior to farawave insertion, the physician scanned for an effusion check with ice. The physician noted a greater than 2cm effusion, and instructed staff to prep for pericardiocentesis. More than 1000ml of fluid was removed. At that time, a cardiothoracic (CT) surgeon was called, and the patient was brought to the operating room (or) for further surgical intervention. The farapulse procedure was cancelled, and the patient was admitted to the hospital beyond standard of care. It was further reported that the tsp was straight forward, located on the anterior middle of the septum, and completed with great tenting visualization on ice. After energization, the rf wire was observed on ice and fluoroscopy going into the lspv. The perforation was on the laa, located superiorly and posteriorly. The patient was taken to the or for a pericardial window and ligature of the laa. The patient has since been discharged from the hospital. The physician believes the cause of the perforation was the non-boston scientific sheath.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation (a fib), a versacross access solutions kit, non-boston scientific diagnostic catheter, and farawave catheter were selected for use. It was reported that during the procedure, the physician utilized intracardiac echocardiography (ice) to see the presence of a trace pericardial effusion prior to performing the transseptal puncture (tsp). The physician then performed an ice guided tsp with a versacross access solutions kit. No change in effusion noted. The heart was mapped with a non-boston scientific diagnostic catheter, and the physician noted left superior pulmonary vein (lspv) and left atrial appendage (laa) were extremely close. As soon as the non-boston scientific diagnostic catheter was removed, prior to farawave insertion, the physician scanned for an effusion check with ice. The physician noted a greater than 2cm effusion, and instructed staff to prep for pericardiocentesis. More than 1000ml of fluid was removed. At that time, a cardiothoracic (CT) surgeon was called, and the patient was brought to the operating room (or) for further surgical intervention. The farapulse procedure was cancelled, and the patient was admitted to the hospital beyond standard of care.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.